Event description:
The healthcare professional reported the patient required an MRI scan of the lumbar spine, which was unrelated to the device or therapy. The patient was experiencing back pain. It was unknown if the symptoms were related to the device or therapy. The patient's record showed the patient lost ability to walk - secondary to bilateral leg pain with some low back pain. From the records, 2 months ago the patient was walking on their own and at the time of the report, basically wheelchair bound and had bilateral lower extremity weakness and multiple changes of the lumbar spine. Further information stated the results of the MRI were unknown, the cause of the pain was unknown, and it was unknown if any actions/interventions were taken to resolve the low back pain and loss of ability to walk. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.